Event description:
It was reported that during use on a patient, an intra-aortic balloon (iab) had been removed for a leak. Blood was present in the drain port of the cs300 intra-aortic balloon pump (iabp). The iabp was labeled and taken to biomed. The iab had been in for less than 24 hrs and was not replaced. The customer saved the iab and agreed to return. There was no patient harm reported. Related to iab complaint (B)(4).

Manufacturer narrative:
It was reported that during use on a patient, an intra-aortic balloon (iab) had been removed for a leak. Blood was present in the drain port of the cs300 intra-aortic balloon pump (iabp). The iabp was labeled and taken to biomed. The iab had been in for less than 24 hrs and was not replaced. The customer saved the iab and agreed to return. The customer could not identify the type or serial number of the iab through the packaging it is wrapped in. The iab was not replaced and the patient was described as stable. No patient harm, serious injury or adverse event was reported. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the unit has been released for clinical use this report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Not eval by manufacturer.